Manufacturer narrative:
The method, result, and conclusion codes were submitted with the initial report and remain the same as this follow up. The ICD first underwent a status interrogation. The device status was mos1. The memory content of the ICD was analyzed and contained the expected data. The analysis showed no indications of a malfunction of the device. The charge drawn from the battery was checked and proved to be as expected. The device status mos1 was as expected. There was no premature battery depletion.

Event description:
It was reported that approx. 53 months after the implantation this device was replaced due to a battery issue identified by a field safety corrective action, bio-lqc, initiated in march 2021.